Event description:
It was reported that, that during the interrogation of this pacemaker, the telemetry was instable, and pacing inhibition was exhibited, leading into the patient becoming presyncope. The physician tried reproducing the episode with no success, there was no signs of elevated threshold during the follow up apart from right ventricular (rv) lead auto threshold being at 5.0 v. Muscle contraction/manipulation did not show any noisy signals. The technical services (ts) analyzed the data and indicated the scenario is most probably related to power-on-reset (por) initiated but safety mode was not triggered as high battery impedance above threshold might not have persisted. The ts recommend replacing this pacemaker. This pacemaker remains in service. No additional adverse patient effects were reported.